Event description:
During review of our records it was observed that this event was inadvertently not reported. While attempting to defibrillate a patient through electrodes the device did not detect the attached electrodes. The second set of electrodes were then attached and the device experienced the same results as the initial set. Clinician continued treating the patient through paddles. There was no adverse effect to the patient due to the reported malfunction